Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the skin under his electrodes was bruised. The patient reported that the skin becomes itchy, especially when he sweats. The patient also reported that he scratched the irritation, causing it to bleed. The patient's physician advised the patient to use a cream on the bruising. Follow-up indicated that the irritation was improving.